Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, there were issues with the transmitter. No additional patient or event information is available. No product or data was provided for evaluation. The reported event of issues with the transmitter could not be confirmed. A root cause cannot be determined.